Event description:
The customer reported that they received the lcd (liquid crystal display), but it was 2nd gen and their unit is 1st gen lcd. The customer contacted product support and reported that the unit has 1st gen lcd. The customer advised the unit software is 2.0. Product support emailed the software link with 2.30 software, and emailed the caller the parts needed for the 2nd gen lcd. The customer reported that the unit was not in use on a patient. The issue was found during patient setup. No delay in therapy reported. Per biomedical engineer, repair was completed. Repairs replaced the gen 1 lcd to the new lcd and associated parts to go from gen 1 to gen 2.

Manufacturer narrative:
Per biomedical engineer, the repair was completed. Repairs replaced the gen 1 lcd to the new lcd and associated parts to go from gen 1 to gen 2.